Manufacturer narrative:
Qc could not find any evidence of burning anywhere on or in the pad and switch. We believe this was a case of user error.

Event description:
Caller stated that switch stays on when lever is not pushed.